Event description:
It was reported that during placement in the pt, the device deployed by itself. It was not possible to advance it to the target lesion. The physician noticed this under x-ray and decided to remove the device. As reported the intended placement site was the femoral popliteal artery in a femoral ipsilateral approach. The procedure was completed with another device.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The stent delivery system was provided for evaluation. The shipping lock was in place and the thumb slider was not retracted upon receipt of the sample. There was no gap between the tip and sheath and the stent was found to be partially deployed for 10mm. It was reported that the stent deployed itself during advancement. It is unknown if the premature deployment occurred in the introducer sheath or in the pt's vessel. It was reported that the physician noticed the premature deployment under x-ray; however, no images were provided. Based on the condition of the sample and the information available the reported premature deployment could be confirmed. The definitive root cause is unknown. The current instructions for use (IFU) states: visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed. If resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.